Event description:
It is reported that patient underwent revision surgery 16 years after initial surgery due to a peri-prosthetic fracture.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. As soon as additional information becomes available and/or an investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).